Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal was defective and failed to load in the delivery tube. A replacement device was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the non-folded seal remained inside the loader device. The delivery device was not attached to the loader device and the plunger had not been depressed. No evidence of blood was seen inside the deployment tube. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.